Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect after moving a dresser and tv stand. It was stated the patient felt pain in her back whether the stimulation was turned on or off. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.